Event description:
During a call to the baxter technical service representative (tsr), the patient's caregiver (cg) stated the patient had been hospitalized due to peritonitis. The cg requested a swap of the homechoice due to alarms. During a follow up call to the facility nurse, the following information was provided: the patient was hospitalized from (B)(6) 2010 for a diagnosis of peritonitis. The patient was treated with vancomycin 30mg intraperitoneal (ip) per liter from (B)(6) 2010. The patient has recovered from the episode of peritonitis. The nurse indicated that the baxter solutions and therapy were not implicated in the event of peritonitis. The nurse indicated the patient had a granuloma at the exit site and then sustained a traumatic fall to the abdomen which was thought to have contributed to the event of peritonitis. The granuloma was cauterized and the patient has recovered from the event. The patient transfer set was not implicated in the event. The facility uses baxter products. This is the master complaint for the event of peritonitis.

Event description:
It was reported that a patient underwent a bilateral kyphoplasty procedure at l5. The balloon stuck when the physician attempted to remove it. When the shaft of the balloon was removed the plastic part of the balloon along with the 2 markers remained in the patient. The surgeon cemented the balloon in the vertebral body. The patient outcome was good. No additional information was reported.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers h10e25095 and h09l16011 with no deviations from standard procedure. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This is the first of two complaints associated with this event.

Manufacturer narrative:
(B)(4). The sample was discarded; therefore, no evaluation was performed. Should additional information be received, a follow up report will be submitted. This is the first of two complaints related to this event.